Event description:
Patient self tester alleges precision issues. Patient self tester new to testing on inratio since (B)(6) 2012. Patient was previously using protime meter. Patient stated he can tell when his blood is running higher, because he will typically get a small blood spot on his left eye. For the last 2 days, patient self tester has a small blood spot on his left eye. Patient stated yesterday missed target and squeezed a second drop to apply on strip. Customer is confused, then stated that it did not happen yesterday, and that he used the second drop on (B)(6) 2012, not yesterday. Patient getting lab results done at the hospital because he is on his 3rd week of chemotherapy. Hct on (B)(6) 2012 was 34. Date: (B)(6) 2012, inratio: 1.7, lab: 2.48; date: (B)(6) 2012, inratio: 2.1, lab: 3.34. Time difference between testing unknown.

Manufacturer narrative:
Investigation pending.